Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump had scratches on screen making it a bit blurry to read. The customer blood glucose level was unknown. Customer stated that the battery life was diminished to changing every 2 weeks and unexplained and random no delivery alarms a couple of times a week. Troubleshooting was not performed. The insulin pump will not be returned for analysis.